Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to battery depletion. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Clinic notes, dated (B)(6) 2013, were received which indicate that over the last six months the patient's seizures had become more severe and more frequent and more prolonged. They are generalized clonic and can last a few minutes. The vns device was interrogated and the battery was found to be very low. The physician stated that the patient's seizures have dramatically worsened and he attributes this to the result of this vns battery failure. Per the mother, the second half of year has been challenging due to the patient's increased seizure activity, severity of the seizures, longer seizures, extensive gagging, jerking, and stiffness. Drop seizures have increased and cause extreme weakness in the ankles. No additional information has been received, as the physician does not wish to provide any further information.

Event description:
Analysis of the generator was completed on (B)(4) 2014. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.